Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for cholesterol gen.2 (chol2) on a cobas c 303 analytical unit.the initial result was 6.59 mmol/l. This result was reported outside of the laboratory where it wasquestioned by the doctor.on (B)(6) 2024 the repeat result was 3.99 mmol/l.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6). The field service engineer (fse) checked the rinse head water and detergent levels which were acceptable. The sample and reagent probe washing and rinsing functionality was acceptable. An instrument check passed. The reaction monitor data showed an issue with the initial result. The repeat result showed no issue. Calibration and qc were acceptable. An "abnormal aspiration" alarm was observed on the alarm trace data from (B)(6) 2024. The customer runs one partner channel reagent on the instrument. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The chol2 reagent lot number was 782419 with an expiration date was 31-oct-2024. The field service engineer (fse) replaced and adjusted the gear pump head. A general reagent problem was excluded as calibration and qc were acceptable. The investigation determined the event was due to a maintenance issue.